Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin had shot out during priming and up button sometimes having issue. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had no delivery alarm and it also rejected new battery and piece of housing missing on battery compartment threading area. The device will not be returned for analysis.

Manufacturer narrative:
Device received with broken battery tube thread noted. The test reservoir was able to lock in place. Pump received with no button response at esc, act, up arrow and down arrow button due to unlocked connector on lcd board noted. Unable to verify failed battery test, battery last less than expected, prim or fill anomaly and no delivery due to keypads not responsive.